Event description:
It was reported that the customer assistance in programming a 20u insulin bolus as blood glucose level was elevated (402 mg/dl). During troubleshooting with tandem technical support, the customer was successful in programming the bolus.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.